Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss- subunit (hcg+ss) result for one patient sample. The initial result was 0.100 miu/ml with a data flag and was reported outside the laboratory. The physician did not believe the result as the patient was known to be pregnant. The sample was repeated with a result of 10000 miu/ml with a data flag. The sample was then autorepeated with a 1:100 dilution and the result was 109801 miu/ml. The reported result was corrected to 109801 miu/ml. The patient was discharged from the hospital in good condition and was not adversely affected. The hcg+ss reagent lot number was 16956305 with an expiration date of 01/31/2014. The field service representative was unable to duplicate the issue. He ran performance testing which passed and urged the customer to use the recommended rack to hold the small diameter tubes centered. He verified the system was performing to specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. Review of the calibration, qc and analyzer alarm data did not indicate any reagent or instrument issues. As the customer stated the sample volume was low and it was determined the sample was run after an alarm indicating a clot in another sample, there are indications of pre-analytical issues such as improper sample preparation conditions and insufficient sample volume.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.